Event description:
Pt with a total knee implant has limited range of motion. Revision surgery is planned to determine the cause. Tibial tray and poly inserts may be exchange during the procedure.

Manufacturer narrative:
Pt with a total knee implant has limited range of motion. Revision surgery is planned to determine the cause. Tibial tray and poly inserts may be exchange during the procedure. Review of the device history record indicates that the device was manufactured to spec.